Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1200 passed all testing and met all carefusion manufacturer specifications. There were no failures detected with the device.

Event description:
It was reported to carefusion that model lap top ventilator 1200 alarmed ventilator inoperable (inop) during patient set up. The customer confirmed there was no patient involvement associated with the reported issue.